Manufacturer narrative:
Continuation of concomitant products: product ID 3889-28, lot# va1t5g3, product type: lead. Device analysis in progress, supplemental report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) indicated that there was no anatomical response on contact 1 and high impedances were still present when a new ins was used, but the hcp decided to just use the new ins. The patient confirmed feeling stimulation when contact 1 was used and the issues were resolved at the end of the case. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) who reported that during the implant procedure there were impedances encountered. The healthcare provider (hcp) had tried removing the lead and wiping the lead about 8 times prior to the rep calling. The rep indicated that all combination pairs were within range except for all combinations with electrode 1 showing greater than 4000 ohms. Additionally, the rep reported that when programmed using electrode 1, pain 1.3 showed no bellows or toe at 4v. The hcp decided to replace the ins. No patient symptoms or significant delay in surgery was reported. There were no further complication reported or anticipated.